Manufacturer narrative:
The technician has replaced the valves and the emergency trendelenburg valve but the issue remains. Technical support told technician to try replacing the cylinder. No further information is available on this repair. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the head hi/low is drifting. No patient impact.